Manufacturer narrative:
Citation: abdelaziz, mahmoud et al. Transcatheter aortic valve implantation in decompensated aortic stenosis within the same hospital admission: early clinical experience. Open heart 2018;5:e000827. Doi:10.11 36/openhrt-2018-000827 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding transcatheter aortic valve replacement in patients with decompensated aortic stenosis. All data were collected from an observation study at a single center between january 2015 and october 2016. The study population was predominately male and included 76 patients, which were implanted with either a corevalve (11%), an evolutr (31%) or a non-medtronic transcatheter bioprosthetic aortic valve. Serial numbers were not provided. The study population was predominantly 50% male and 50% female with a mean age of 81 ± 6 years. Among all patients, no deaths were attributed to a medtronic product. Among all patients adverse events included: mild to severe paravalvular leak (pvl), electrocardiogram (ECG) changes treated with permanent pacemaker implant, cerebral vascular accident (cva), mean gradient measurements of 8.8 mm hg, and vascular injury. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.